Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(6). Implanted device remains.

Event description:
Per the clinic, the patient reported intermittency and subsequent loss of connection with the internal device. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6) 2011.